Event description:
During egd while deploying a boston scientific resolution clip, the spring in the handle protruded from the side of the handle therefore it would not allow the clip to fully release from the wire. Rn was teching the case and he utilized a toothpick in the spring action, and with manipulation the clip released from the wire.